Manufacturer narrative:
The field service engineer (fse) was dispatched and found that the sample probe was slightly bent, and the rinse head nozzles were clogged. The fse replaced the sample and reagent probe, adjusted the sample probe, decontaminated the rinse level nozzles, and verified the instrument by performing precision testing and qc testing. All results met specifications. The provided qc data showed the biorad level 3 qc was outside of 2sd on the date of the event. The investigation determined that the issues found by the fse were the root cause of the event. The bil-t gen.3, 250t reagent lot number was 89632401 with an expiration date of 2/28/2027.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for bil-t gen.3 on a cobas 6000 c (501) module. Patient 1 initial result was <0.2 mg/l and the repeat result was 17.1 mg/dl. Patient 2 initial result was <0.2 mg/dl on (B)(6) 2026, and the repeat result was 13.8 mg/dl. The discrepant results were reported outside of the laboratory. The doctor questioned the initial results which prompted the re-run of the samples. The repeat results were deemed the correct results.